Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 600 mg/dl. Customer was unsure about the date but stated that it was about a week after she called last on (B)(6). Customer's blood glucose level was 725 mg/dl at the hospital. Customer reported that she had a bent cannula and did not get insulin all night long. Customer was admitted because she had diabetic ketoacidosis. Customer was on an insulin drip and in ICU for a day. Customer was wearing the pump at the time of the emergency room visit. Insulin pump will need to be replaced. No additional information provided.